Event description:
It was reported that the customer could not push insulin through with the reservoir. The customer tried several times. The customer was pushing the plunger that was connected to the infusion set, and there was a lot of resistance. The customer's blood glucose was 200 mg/dl after she ate. The customer stated that she just changed out the infusion set. Explained to customer that the infusion set or reservoir may have been occluded. Advised to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.